Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised, right side rear corner of seat busted down causing frame to be bent.